Manufacturer narrative:
On november 1, 2023, this complaint has been identified as a duplicate of manufacturer report number:1645337-2022-02827. A review has been made with local reportability team and this complaint will be converted to no product issue. See manufacturer report number:1645337-2022-02827 for final reporting and complete documentation of this event. No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2023. Device evaluation completed on (B)(6)2023: according to the information reported, the patient experienced a rupture in the sm mpp gel 275cc breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) this file was re-reviewed by MDR team and it was concluded the patient events in this pc & manufacturer report number:1645337-2022-02827 will be considered separate events. Therefore the following updates were performed: 1. Ip-01829040 (right): serial number was updated to (B)(6) according to mdt# (B)(4) this is the correct serial number for the right side implant in this pc. 2. Coding was reverted to pc- medical device removal, capsular contracture and pec- rupture symptomatic (post-implant), MDR_reportable. 4. Please see product returned lot# 7757192 investigation under this file.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 275cc silicone breast implant experienced right-sided capsular contracture grade IV post procedure. As a result, patient underwent right sided capsulectomy and unilateral replacement with cat:3502751bc on (B)(6) 2023.